Event description:
The customer reported that when priming was done, the current speed of saline was too fast. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The customer reported the actual lot number was unk. It is possibly one of the 3 lot numbers: 36f23d056 manufactured 6/2006 or 36k01m041 manufactured 11/2006 or 1160478 manufactured 5/2007. The sample have been received from the customer; however, smiths has not yet completed its investigation into the issue. A follow up report will be submitted as soon as the investigation is complete. Smiths was able to confirm the issue and determine the cause. This issue is being monitored for trend. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.